Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause for the foreign material remaining in the device was attributed to the improper reprocessing due to damage of the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: unidentified blockage protruding from the outlet pipe, the blockage appears to be a white brush like material.the following non-reportable malfunctions were found during the device evaluation: light cover glasses and optical cover glass adhesives were worn, the outlet pipe condition blockage was evident, the distal end adhesive was worn, the insertion tube had delamination evident, the switch condition had a hole in the first button, the suction connector had water leakage, the image condition had marks on the image, the up/down/left/right angle was not to specification and in play, the air channel had volume blockage evident, the water flow and removal were not to specification, the water channel volume blockage was evident and the automated air leak test was leaking. The customer later confirmed that that they performed a manual wash before returning the device. There were no other concerns regarding the reprocessing of the device.the investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope had the blue pressure too high. The issue was found during maintenance. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: unidentified blockage protruding from the outlet pipe, the blockage appears to be a white brush like material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.